Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length of the device may have been due to a potential measurement error during the implant procedure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer enough to fill the space. As a result, the device was explanted and replaced with a longer one. No additional information was provided.